Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported for the past 4 weeks, verified in (B)(6), it was taking longer for the patient to charge their ins. The patient stated they would connect at excellent and their ins would only charge to 50% and then the charging session would stop. The patient stated that they had received a software problem but did not recall additional information. The patient reset their controller on (B)(6) 2020 and it was still taking them a long time to charge the ins. The patient was receiving a new recharger due to their dog chewing on the cord, and the patient stated they would call back if that did not resolve the issue. No symptoms were reported. No further complications were reported or anticipated.